Event description:
While pulling the pump out of the pocket during a routine pump replacement procedure, the cap (catheter access port) came off of the pump. The patient had no adverse event related to the cap issue. The patient had no symptoms prior to the pump replacement; the patient had good pain management.

Manufacturer narrative:
(B)(4): device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.